Event description:
The customer reported a malfunction on the pump, which displayed malfunction code malf 16- 0x20e6. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. To address the problem, the customer was advised to use multiple daily injections as a backup therapy while a replacement pump with updated software was arranged to be shipped by technical support. Instructions regarding sensor usage, pump storage, and return procedures were provided and understood by the customer.